Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specification and quality control was conducted on the returned device during the investigation. A visual examination of the device noted a kink in the coil assembly between the snare and cannula near the tip of the sheath. Examinations of the snare noted one of the wires were loose. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A functional test was performed and the handle did actuate the snare without issue. Review of non-conformance data revealed that there were two non-conformances listed on the device history record, not related to complaint condition. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent a procedure to remove polyps in the uterine cavity. The attending physician attempted to extract polyps by using a duckbill hysteroscopic polyp snare. The tip of the snare broke but did not separate. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.